Event description:
It was reported by the customer that the needles from this lot number were not pushing methylprednisolone and other drugs through. No information was received regarding any serious injury as a result of this product tissue.